Manufacturer narrative:
The device and logs were not returned for evaluation. Three attempts to contact the customer were made to inquire if the device will be returned to zoll for evaluation, but no replies were received. Since no logs or device was returned to evaluation, the claim will be closed as no sample returned. Upon receipt of any value-added information, the claim will be reopened for investigation.

Manufacturer narrative:
Justification for no UDI, this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device would not power up. Complainant did not indicate that there was any patient involvement in the reported malfunction.